Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board needs to be replaced to address the issue. The unit was not serviced. The customer has requested no repair, and no repairs were made to the unit.